Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a 6 craniofix absorbabl.clamp sterile 11mm (part # ff016) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the spring inside of the handle was not released during the final tightening operation. Reportedly, the product was damaged. The complaint device has not been returned to the manufacturer for evaluation. The patient harm is unknown. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4). Associated medwatch reports: 9610612-2021-00792 - 400538941, 9610612-2021-00793 - 400538942.

Event description:
Correction: the patient harm has changed from "unknown" to "no patient harm". Associated medwatch reports: 9610612-2021-00792 - 400538941. 9610612-2021-00793 - 400538942.

Manufacturer narrative:
Correction / additional information: b5: the patient harm has changed from "unknown" to "no patient harm". G2: distributor. H6: codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.